Event description:
Dealer states: client was weight shifting when the mounting bracket for the recline broke; according to the technician this allowed the seat to extend all the way back into a flat position and he says the client fell out of the chair. There were not any injuries associated with this incident.

Manufacturer narrative:
Material and structural testing was done at the parent company. A change in the design of the part was done which improved quality and durability in the hinge attachment area. This chair was updated using the newer style part.